Manufacturer narrative:
As received, a partial lead measuring 7.5 cm was returned for analysis. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-26947. Related manufacturer reference number: 2017865-2021-26955. It was reported that a patient death occurred without clear information as to whether the death was to the related implantable cardioverter defibrator. The cause of death was ischemic cardiomyopathy. No additional information was available.